Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-implant the rv threshold had risen and the rv lead was sensing both the atrium and the ventricle. The asymptomatic patient presented to have epicardial rv/lv leads and a patch implanted. Upon opening the patient's chest, it was found that the rv lead had significantly perforated. The rv lead was successfully extracted, and rv/lv epicardial leads and the patch were successfully implanted. The patient is stable.